Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated fields: h2, h11, this report was sent in error dark image even when changing brightness socket was loose and difficult to remove the camera from the socket would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had dark image even when changing brightness. The socket was loose and difficult to remove the camera from the socket. This occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.